Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was duplicated. During evaluation of the device, the impedance calibration was found to be out of specification on the analog board. The analog board was replaced and re-calibrated to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.